Event description:
It was reported that prior to an unk procedure, the hand activation buttons did not respond when activation was requested. The customer used a like device to start and complete the case with no pt consequence.

Manufacturer narrative:
D4: serial # = na.